Event description:
It was reported that the amount left in the pump increased from 2-3 cc's to 8 cc's over the span of the pump's life. More medication was needed to help control the patient's pain for the last two to three years. The pump had become less effective over time. A catheter dye study was done and the catheter was fine. The pump was replaced. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).